Event description:
The customer reported a defective power supply. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.